Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted on (B)(6) 2012 during a colonic stent placement procedure. According to the complainant, the indication for the stent placement was palliative treatment for a malignant stenosis within the small intestine. The lesion was approximately 5cm in length. The patient anatomy was reported to be a gentle l-shape. On several occasions prior to the stent placement, the stenosis was dilated with cre balloon dilators but the stenosis did not improve. Reportedly, the physician knew that the safety and effectiveness of this device for use in this target site have not been established; however, with the patient's consent the stent was implanted from the small intestine to the ileocecal valve. There were no complications during the initial stent placement. Reportedly, the patient was not on any medication or treatments. On (B)(6) 2012, the patient presented at the hospital with a stomach ache. An x-ray was performed and the stent could not be located within the patient's body. The physician commented that during the stent placement, the stent dug into the stenosis tightly, therefore he thought that the stent would not migrate. However, as the stent could not be located, it is believed that the stent might have been eliminated with stool. Free air was detected and a perforation was diagnosed. The exact location of the perforation was not confirmed. No treatment was administered for the perforation but the patient is currently under follow-up and is off-food. In the physician's assessment, the perforation was probably small and it is likely that the patient will improve; however, as the patients "primary disease is worsening" her condition remains poor due to metastasis to the whole body. The physician plans to perform an endoscopic examination in order to "probe the cause of the perforation" when the patient's condition improves. The physician stated, "I couldn't decide if the stent was related with perforation. However, it was highly possible that the stent related with perforation." In addition, the physician also stated, "as the patient had a more limited life expectancy if the stent hadn't been placed, the stent offered reasonable efficacy." Note: from the information available, this device was not used per the directions for use (dfu). The intended use section of the dfu states "the device is indicated for the palliative treatment of colonic strictures produced by malignant neoplasm and to relieve large bowel obstruction prior to colectomy in patients with malignant strictures." However, according to the complainant, the stent was placed to treat a stricture within the small intestine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.